Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported they had a spinal stroke in the past so their nerves were "shot" on the left, so the implantable neurostimulator (ins) was implanted for left sided nerve pain. Since implant the ins was sticking out of their skin and not lying flat so that it was black/blue, swollen, and hurt which was getting worse. Since implant there was also no pain relief as they were receiving stimulation on the right side, and not the left side where they needed it. According to the consumer this had been an intermittent issue since implant that was gradually getting worse, and they thought it was due to the leads moving. There were no falls or traumas reported related to the issue, and it wasn't related to positional movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.